Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens of -12.0/3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of irido-corneal angels. The problem resolved. The cause of the event was reported as unknown.